Event description:
In 2008, the pt presented with a type ii aortic dissection and a penetrating ulcer in the descending thoracic aorta with a pseudo aneurysm formation. The pt was surgically treated with a gore tag thoracic endoprosthesis. One month later, the pt presented with a hemothorax which was evacuated. The operative note stated there was a leak in the thoracic aneurysm but did not identify what type of leak. A carotid to carotid subclavian bypass was performed and an add'l gore tag thoracic endoprosthesis was implanted. Eight days later, the pt expired due to respiratory failure, stroke and a ruptured thoracic aneurysm. The hospital note also stated a left vertebral artery showed a tear at the base.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note device implanted in the second procedure (prior to death) tg4020/05573328.